Event description:
It was reported that a catheter fracture occurred. A 145 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the delivery shaft was fractured. There were no patient complications reported.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 10:27 am CT. The report number is being corrected from: 2134265-2018-64364 to: 2134265-2018-63174.

Event description:
It was reported that a catheter fracture occurred. A 145 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the delivery shaft was fractured. There were no patient complications reported. It was further reported that the device was used to treat a 90% stenosed target lesion located in a moderately tortuous and moderately calcified left anterior descending artery. The device was returned for evaluation. The hypotube, collar, distal shaft and the tip were microscopically and visually inspected. No damage or irregularities were noted.

Manufacturer narrative:
The device was returned for evaluation. The hypotube, collar, distal shaft and the tip were microscopically and visually inspected. No damage or irregularities were noted. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 01/10/2019 06:28 pm CT. The report number is being corrected from: 2134265-2018-64364 to: 2134265-2018-63174.

Event description:
It was reported that a catheter fracture occurred. A 145 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the delivery shaft was fractured. There were no patient complications reported. It was further reported that the device was used to treat a 90% stenosed target lesion located in a moderately tortuous and moderately calcified left anterior descending artery.